Manufacturer narrative:
The following devices were also listed in this report: triathlon cr x3 tibial insert; cat # 5530-g-509; lot # 574va3. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding patient factors involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs note the following: visual inspection of the photograph supplied found a recently explanted device with a amount of in-growth, nothing else could be seen from the photograph supplied clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate 12 devices were manufactured and accepted into final stock on 08 aug 2019 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to arthrofibrosis. A size 4 cr femoral component and 5x9 cr insert were revised to a size 4 ts femoral component and 5x9 cs insert with a cone augment and cemented stem. Rep confirmed that no further information would be released by the hospital or surgeon.